Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) gastrointestinal/ pelvic floor. It was reported that the patient had been hospitalized the last two weeks, noting that they just got out of the hospital the day before the report. The patient indicated that they cleaned "around the stimulator" but they did not know if there was an infection or if they were just taking preventive measures. The patient was unclear of the reasoning for being hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.